Event description:
It was reported that the device battery longevity estimate was too short and the battery may have had early depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the battery voltage was approaching elective replacement indicator (eri). The weekly battery voltage trend data showed a minimum battery voltage of 2.89 to 2.66 volts between (B)(6) 2013, which is before device recommended replacement time (rrt) of less than or equal to 2.62 volts. Concomitant medical product : 0181, competitor implantable tachy lead, (B)(6) 2008. (B)(4).